Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Pilot wire not going through baseplate centering guide right. Keeps jamming up inside guide as per doctor.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding seizing involving a pilot wire was reported. The event was not confirmed because the device was not returned. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact case of the event could not be determined because the device was not returned. Visual or function test could not be completed to determine why the product seized. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Not returned.

Event description:
Pilot wire not going through baseplate centering guide right. Keeps jamming up inside guide as per doctor.